Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service representative reported that the end of the level sensor was delaminating. Since the event occurred during preventative maintenance, there was no patient involvement during this event.